Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic. No intervention was performed; the patient would be monitored.

Manufacturer narrative:
.